Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer had IV tubing snap off at a hub in the or today, in the middle of a patient's anesthetic induction. Nothing happened to cause it to break - the hub wasn't even being used. Fluids and blood went all over the floor, blood backed up into the IV, and it delayed surgical start, but the patient was not harmed. The IV tubing was replaced at the IV site.